Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary photograph, video and/or physical sample evaluation: no photographs associated with this case were received and no unused return sample was expected. Batch record revision results: (B)(4) historical complaints review: on (B)(6)2023, complaint investigator ran a query in database from (B)(6)2022 to (B)(6)2023 in order to verify the complaints reported for the lot number 2k01673 for the malfunction code ¿adhesive dressing requires excessive force for removal from skin (i.e. Difficult to remove)¿ and as result, no additional complaints were found. Historical nonconformance review: on (B)(6)2023, complaint investigator ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) (s) associated to the malfunction code ¿adhesive dressing requires excessive force for removal from skin (i.e. Difficult to remove)¿ for the lot number 2k01673 and as result, no nonconformance / corrective action / preventive actions (CAPA) (s) for this malfunction code were generated during the manufacturing process of the referenced lot. Defect rate analysis: (B)(4) conclusions: no objective evidence was received such as a photo or sample, for this reason, we cannot conclude that the product does not meet specifications. The review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the affected lot for the malfunction code ¿dressing/ribbon/gel handles insufficient wound exudate or does not retain absorbed wound exudate¿. No additional complaints were reported for lot affected related to the malfunction code ¿adhesive dressing requires excessive force for removal from skin (i.e. Difficult to remove)¿. Based on this, no negative trend was identified. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
MDR 9618003-2023-06236 / device 8 of 8. E1: name of affiliation: (B)(6). Complainant city: (B)(6). Complainant state/province: (B)(6). H6: medical device problem code: as per the information provided by complainant, for the issue dressing too sticky, the imdrf med. Dev. Prob. Code a050901 (adhesive too strong) is not available for selection. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.

Event description:
It was reported by a nurse that the dressing was really sticky to the patients¿ skin, and it was really difficult to remove. Also, reported that they did not use cleansers / skin protectors, just saline to clean the incision. The dressing was applied at the ward after twenty-four hours of the intervention and the dressing was used for four to six days. For removal, dressing was pulled from one corner and tried to take it out. No photograph was available at this time.